Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151367.

Event description:
It was reported that the patient's right atrial lead was explanted due to an infection. The lead was successfully explanted and no further adverse patient consequences were reported.